Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a primary left hip surgery, the threading allegedly stripped when surgeon tried to put in the handle and it would not thread back in. Rep sent an email to warehouse regarding return and to remove product due to need of replacement. No delay in surgery. Surgeon was able to complete surgery.

Manufacturer narrative:
Product available to stryker . An event regarding thread damage involving a trident trial was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Not returned to manufacturer.

Event description:
During a primary left hip surgery, the threading allegedly stripped when surgeon tried to put in the handle and it would not thread back in. Rep sent an email to warehouse regarding return and to remove product due to need of replacement. No delay in surgery. Surgeon was able to complete surgery.